Event description:
Customer's mother reported hospitalization due to high blood glucose. The insulin pump is getting hot and battery is melting some of the plastic. The blood glucose reading at the time of the event was 479 mg/dl. Diagnosed diabetes ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No unexpected heating of the device or plastic case melting noted.